Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach with a 6 fr non-bsc introducer sheath. The 90% stenosed target lesion was located in the mildly calcified and mildly tortuous left superficial femoral artery. An unspecified micro catheter and a non-bsc guide wire were advanced. Pre-dilatation was then performed with a non bsc balloon catheter. Subsequently, a 6x150mm non-bsc stent was deployed. A 5.0mmx100mmx135cm (4f) sterling¿ balloon catheter was selected and advanced to dilate the lesion. During the first inflation, it was noted that the balloon ruptured at 8 atmospheres. The procedure was completed using a 5x40mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.